Event description:
It was reported that during preparation for an unspecified interventional procedure, a balloon rupture occurred. During prep of the occlusion balloon catheter, the balloon ruptured. The procedure was completed with another of the same device. No pt injury or complications were reported; the event occurred outside of the pt.